Manufacturer narrative:
During evaluation, the following were found: biopsy channel condition and brush passage contamination was evident, ultrasound probe & distal end plastic cover (d/e) unit was stained, distal end adhesive was worn, the plug body was leaking, the switch was inoperative, biopsy channel was leaking and up/down/left/right angle play was not to specification. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope was emitting black water during flushing and what appeared to be small black fibers. The issue was found during an unknown procedure. The procedure was completed using the same set of equipment as the device did not fail during the procedure. The customer marked that it was the insertion tube affected and insertion tube damaged was ticked as well. The device has had a bedside cleaning, social cleaning and was used in an rapidaer for reprocessing. A loaner was requested. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage that was noted at the biopsy needle of the biopsy channel which led to an inability to reprocess the device properly - this in turn led to the foreign object not being removed from the device. A further cause of the leakage could not be presumed. According to reviewing the instruction manual at the time of product shipment, the descriptions of reprocessing were found in the following chapters: chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.